Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was able to be confirmed via review of the log files. The heartmate 3 system controller serial number: (B)(4) was returned for analysis, and a log file was submitted for review. A review of the submitted log files showed events spanning approximately 2 days (18jan2023 ¿ 19jan2023 per timestamp). Atypical power cable disconnect alarms were intermittently active on 18jan2023 from 10:53:38 ¿ 21:28:58. The alarms occurred on the white power cable while the controller was connected to battery power. The alarms cleared shortly after activating. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. Additional log files were submitted for review, and another was downloaded for review. A review of the submitted log files showed overlapping events spanning approximately 3 days (23jan2023 ¿ 24jan2023, 31jan2023 per timestamp). Events captured on 31jan2023 took place in the testing labs at abbott. Atypical power cable disconnect alarms were intermittently active on 24jan2023 from 10:16:33 ¿ 12:14:07. The alarms occurred on the white power cable while the controller was connected to battery power. The driveline was disconnected on 24jan2023 at 12:23:19 and the controller was shut down at 12:25:00. The alarms cleared shortly after activating. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. The system controller underwent preliminary and functional testing and passed. The controller was connected to a mock loop and was able to operate a pump with no alarms active. The controller was able to function as intended. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller serial number: (B)(4) and was found to pass all manufacturing and quality assurance specifications before being shipped to the customer. Heartmate iii instructions for use (IFU) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clips and 14v batteries. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including the 14v battery clips and 14v batteries. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient presented to a clinic and reported there were low voltage advisories and intermittent low voltage hazard alarms for the past few months. The patient was unsure when the alarms first started. It was thought these were related to poor connections between batteries and battery clips. The battery clips were exchanged in december, but the alarms persisted. Both power cable lights are illuminated when alarms occur. The patient stated that the only thing that resolved the alarms was applying pressure to the connection point where the black and white power cords meet the controller. The account reported that all wires/clips/controller appeared to be in great condition with no visible damage or defects. The patient was stable, and the pump appeared to be working properly. The log file review captured a few random power cable disconnect events while using battery power. These were not associated with power source changes. The patient's connections and clips were cleaned, and clips were changed out, but the patient reported additional low voltage alarms on (B)(6) 2023. The patient returned to the clinic on (B)(6) 2023 for a controller exchange. Additional log file analysis found strings of power cable disconnects on the white power lead. The controller was exchanged. No further alarms have been reported.